Manufacturer narrative:
Date of event requested but not provided. Lot # requested but not provided. (B)(4). Investigation- no information regarding the event was provided to assist with the investigation. The investigation was based on the information received to date, and are closing the report until further information is received for investigation. It is impossible to comment on alleged "punitive damages." No evidence to suggest a device failure. No conclusion could be drawn.

Event description:
It is alleged that patient received a cook gunther tulip filter on or about (B)(6) 2007. The filter was placed by (B)(6). At (B)(6) hospital in (B)(6). It is alleged the patient seeks punitive damage. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: the complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "it is alleged in the pending lawsuit that pt suffers from the inability to retrieve the device, stroke, and leg and abdomen pain¿. Cook will reopen its investigation if further information is received. Unknown if the reported ¿stroke, and leg and abdomen pain¿ is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
This additional information was received on 06/15/2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2007 due to dvt subsequent to suffering a broken tibia and shoulder in a motor vehicle accident. An unsuccessful device retrieval attempt allegedly occurred on (B)(6) 2007. In (B)(6) 2012, the plaintiff suffered a stroke, which the " neurologist believed was due to a blood clot that the filter did not catch.¿ the plaintiff alleges device unable to be retrieved, stroke, and leg and abdomen pain.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/15/2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2007 due to dvt subsequent to suffering a broken tibia and shoulder in a motor vehicle accident. An unsuccessful device retrieval attempt allegedly occurred on (B)(6) 2007. In (B)(6) 2012, the plaintiff suffered a stroke, which "her neurologist believed was due to a blood clot that the filter did not catch." The plaintiff alleges device unable to be retrieved, stroke, and leg and abdomen pain.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Additional information received (B)(6) 2017: it is alleged in the pending lawsuit that pt suffers from the inability to retrieve the device.